Manufacturer narrative:
The lead was surgically abandoned and will not be returned for testing. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this patient's right ventricular lead was exhibiting impedance measurements greater than 2500 ohms with no capture or sensing. The lead was found to be fractured due to a stent in the subclavian vein which crimped the lead. A revision procedure was performed to replace this lead. However, the left side was occluded and there was no venous access. Therefore, the right ventricular lead and this atrial lead were both surgically abandoned and this pacemaker was explanted. Efforts to implant the system on the right side were unsuccessful due to placement difficulty. Additionally, the patient began coughing up blood and the pacemaker was explanted and the procedure was aborted.